Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during jaw osteoplasty, the patient had a burn in bucal mucosal from the lower lip to inner cheek.